Manufacturer narrative:
This report is submitted on september 07, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain with and without device use, resulting in the decision to explant the device on (B)(6) 2017.